Event description:
The international customer reported the battery will not charge. The customer reported there was no pt involvement.

Manufacturer narrative:
Pr# (B)(4). When investigation is completed, a follow up report will be sent to the FDA.